Manufacturer narrative:
Additional information was received providing the lot number of the cadd medication cassette: 3667049.

Event description:
Information was received indicating that, during medication filling of a smiths medical cadd cassette reservoir, a hole was observed, and medication exited on the side of the flowtop. Loss of medication solution was observed. Subsequently, new cassette was used. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device a syringe was used to infuse water into the ay bag, a leak was detected in the edge of the ay bag. The customer reported condition was confirmed. . Problem source is manufacturing. The device history record was not reviewed as the lot number was not found.

Manufacturer narrative:
The devise history record was completed for part number 21-7301-24 and lot number 3667049 with manufacturing date of july 19th 2018. The unit quantity was 18432 units. There were no findings.